Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the coronary artery (rca) using an indigo system catrx aspiration catheter (catrx), non-penumbra sheath and, guide catheter. During the procedure, while advancing the catrx through the guide catheter, the physician noticed a crack in the catrx. Therefore, the physician decided to remove the catrx. It was reported that the physician experienced resistance retracting the catrx through the guide catheter; however, the catrx was removed using wire and forceps. The procedure was completed using a new catrx, the same sheath and guide catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the catrx was kinked approximately 109.0 cm from the hub. The catrx was fractured approximately 110.0 cm from the hub. The proximal end of the guidewire lumen was punctured. Conclusions: evaluation of the returned catrx revealed that the catheter was kinked and fractured. If the catrx is forcefully advanced against resistance, the catheter may become kinked. Subsequently if the device is forcefully retracted against resistance, the kink may worsen to a fracture. Further evaluation of the returned catrx revealed that the proximal end of the guidewire lumen was punctured. If the guidewire is advanced into the guidewire lumen at extreme angles, damage such as this may occur and resistance maybe encountered during use. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder